Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that asymptomatic patient presented for scheduled follow-up in clinic. Device interrogation revealed high capture threshold; computed tomography scan revealed the left ventricular lead was dislocated. The lead was explanted and replaced successfully. The patient's condition was stable before, during, and after the procedure.